Manufacturer narrative:
This medwatch is reporting the exchange of the modular cable back to the original modular cable. The initial exchange of the modular cable is reported under medwatch MFR report # 2916596-2018-00174. The referenced lvad fault alarm is reported under medwatch MFR report # 2916596-2018-00166. The lot number of the modular cable was not provided, therefore the manufacture date and approximate age of device are unknown. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). The event occurred at (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was previously reported that the modular cable was exchanged due to an lvad fault alarm, but the alarm did not resolve. The modular cable was then returned back to the original modular cable. The patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between the modular cable and the reported lvad fault alarm could not conclusively be determined as the modular cable was not returned for evaluation. The heartmate 3 lvas instructions for use (IFU) and patient handbook explain all system alarms and the recommended actions associated with them. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.